Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: vascular surgeon. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that upon completion of the peripheral intervention (peripheral angiography with right iliac stenting), an 8 french angio-seal was deployed. After sealing the device into the patient, the patient began to bleed at the access site; therefore, the doctor instructed the tech to hold manual pressure for fifteen (15) minutes. The bleeding stopped and the patient was rolled out of the operating room in great shape with no issues. The patient had relatively severe disease throughout the peripheral vasculature, therefore, it was possible some plaque was nicked. The representative did not see the deployment firsthand, or the shot taken under fluoro to deem the patient appropriate; however, they believed this was an issue with arterial plaque. The staff insisted deployment steps were performed properly. The estimated blood loss was less than 250cc's. The event did not result in patient injury or require surgical intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential issue of incomplete hemostasis. The exact root cause was unable to be determined. The likely cause was determined to have been the presence of plaque at the puncture site interfering with device placement/closure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).